Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4). The report indicated that the pt experienced a red heart alarm on his system controller due to low flow. The pt had become hypotensive and his mean arterial pressure (map) was 62. He was reported as being non-compliant with the medication requirements. The pt presented to the emergency department where he was evaluated and released. No further issues were reported.

Manufacturer narrative:
The pt remains on lvad support and no further issues have been reported. (B)(4). No additional information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.